Manufacturer narrative:
Six days after the initial onset of the peritonitis, the patient was recovered from the event, (including the manifestations of abdominal pain and cloudy peritoneal dialysis effluent). On the following day, the treatments with fortum and vancomycin were discontinued and on same day, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for another indication, two days later, during hospitalization the patient was diagnosed with peritonitis. On the same day as diagnosis, the patient began treatment with injection fortum (1 gram, once a day, given intraperitoneally (ip)) and injection vancomycin (2 gram, given every fifth day, given ip) for peritonitis. Treatment with antibiotics was ongoing. At the time of the report, the patient was still hospitalized, was recovering from peritonitis, and pd therapy was ongoing. No additional information is available.